Event description:
The manufacturer received information alleging a failure related to a ventilator's internal battery and exhalation port block. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery and exhalation port block were replaced to address the issues.